Manufacturer narrative:
This report is being filed as a voluntary distributer report. The manufacturer unimax medical systems, inc. Is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with (B)(4).

Event description:
This is a voluntary distributor report. The customer reported the sb534 specimen bag broke at the extraction phase of a laparoscopic appendectomy. The surgeon had to replace the trocars he removed and re-insufflate the abdomen in order to put another specimen bag in to retrieve the appendix. The specimen had fallen back into the abdominal cavity when the tip of the specimen bag broke. The specimen was retrieved. There were no fragments left in the body. There was no patient injury. There was a 10 minute delay in surgery. This was a trial process the customer was going through with this specimen bag. This report is being raised as a device malfunction with potential for injury upon reoccurrence.